Event description:
It was reported that the customer stated that this is the most they have seen the silicone coming off of the dressing onto the backing as well as onto their patients. The customer also stated that when they peel the backing off the dressing all of the silicone comes off and when the dressing is applied to a patient sometimes it stays on and sometimes it doesn¿t. When the dressing is removed from a patient, the patient is covered in silicone balls and she stated they have to use some type of remover to get all of the silicone off of the patient.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. The probable root cause storage temperature, and or product failure. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.